Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device a battery performance alert was triggered on 19 jun 2018, and a patient notifier was triggered on 17 oct 2017. Premature battery depletion was not confirmed. However there was an abnormal transient voltage drop that is consistent with a li deposit in the battery.

Event description:
This report is to advise of an event observed during analysis.